Event description:
Reporting status: serious injury- permanent impairment. Reporting rationale: a portion of the stent is in an unintended site. Device issue: incorrect size stent. It was reported that after inflation of the balloon of the 3.0 x 8 mm zeta, the stent was seen to be oversized (3.0 x 20mm). The stent remains in the pt. No additional event or pt info is available.

Manufacturer narrative:
.